Event description:
Patient is a (B)(6) year old female with cholangiocarcinoma, enrolled in clinical trial (B)(4). This patient has a history of gastric bypass surgery, and on (B)(6) 2020 she underwent an endoscopy to check the patency of her stent, and was also due for c6d15 treatment visit on trial. She presented to physicians' office after endoscopy was completed, and was complaining of severe abdominal pain spreading to her back. Imaging from the endoscopy had shown an ulceration at her gj junction, suspected to also have visible pump tubing within it. Due to this, the patient was sent to the ER, and subsequently admitted for surgical intervention. She underwent surgery with treating surgical oncologist, and it was confirmed that the imaging was showing pump tubing within the ulceration, and surgeon was unable to salvage the pump. The patient's hepatic arterial infusion pump was removed based on clinical judgment (possibly infected field, patient was already near the end of the treatment phase of the trial). Patient recovered well post-operatively, and due to pump removal was taken off the clinical trial. The treating surgical oncologist does not believe this event places other patients at risk for harm, as he believes the cause of this event was the patient's anatomy from prior gastric bypass surgery. This event is attributed as possibly related to the clinical trial intervention, as without being enrolled in this clinical trial, the patient would not have experienced this sae. FDA safety report ID # (B)(4).

Event description:
Additional info received from reporter on 01/15/2021 for mw5098672. This is an update to a previously filed voluntary medwatch report. This patient is a (B)(6) year-old female with cholangiocarcinoma, enrolled in clinical trial (B)(6). This patient has a history of gastric bypass surgery with an axios stent, and on (B)(6) 2020 she underwent hepatic arterial infusion pump insertion as part of the clinical trial. On (B)(6) 2020, she was due for c6d15 of the clinical trial treatment. On the morning of that visit, she underwent an endoscopy to evaluate the patency of her axios stent. She presented to treating physician's office after endoscopy with intent to undergo c6d15 treatment. At the office visit, patient complained of severe abdominal pain spreading to her back. Imaging from the endoscopy had shown an ulceration at her gj junction, suspected to also have visible pump tubing within it. Due to this, the patient was sent to the ER, and subsequently admitted for surgical intervention. She underwent surgery with treating surgical oncologist, and it was confirmed that what was seen in the imaging was pump tubing within the ulceration, and surgeon was unable to salvage the pump. The patient's hepatic arterial infusion pump was removed base on clinical judgment (possibly infected field, patient was already near the end of the treatment phase of the trial). Patient recovered well post-operatively, and due to pump removal was taken off of the clinical trial. The treating surgical oncologist does not believe this is a direct fault of the hai pump and codman catheter, and does not believe this place other patients at an increased risk of harm. He believes the cause of this event was the patient's anatomy and axios stent from prior gastric bypass surgery. The event was originally attributed as possibly related to the clinical trial intervention for this reasoning, but after discussion with other physicians at our institution, the attribution has been changed to definitely related. Without being a participant in this trial, the patient would not have experienced this specific event. FDA safety report ID # (B)(4).